Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
One small weld on the seat pivot broken so it was not holding the seat steady.